Event description:
The following has been reported by the customer: patient was receiving rituximab IV, the line was primed with drug from pharmacy, received by treating unit and administered to patient. The drug ran dry during infusion; therefore, air was required to be withdrawn from the line. Nurse was unable to do so therefore because it was discovered the port 12a (second lowest port on tubing line) was blocked/malfunctioning. No adverse events reported. More information is needed to complete the investigation.